Manufacturer narrative:
Diagnostic and functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound at start up test due to a defective speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The biomed requested bench repair indicating the speaker is not working correctly. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.